Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user alleges the joystick is moving on its own while the chair is in recline.